Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The customer was advised to replace the device and remove it from service. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.